Manufacturer narrative:
Product ID, 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2013 (B)(6), product type catheter product ID, 8590-9 lot# n288073, implanted: 2012 (B)(6), product type accessory. (B)(4).

Event description:
It was reported that the patient's catheter was broken/fractured just below the sutureless connector. The patient's revision was noted to be pending. The patient's healthcare provider was noted to have filled the pump with saline at 1mg/day, and the patient experienced a loss of effect and was put on oral medications. Five days later, it was reported that the patient's revision was approved and their catheter was replaced. The patient was noted to have been kept overnight with a pulse oximeter. The medication used within the system was dilaudid. No additional information was available at the time of this submission. A follow-up report will be submitted if further information is received.